Manufacturer narrative:
On october 14, 2024, mentor received additional information indicating that the suspect medical device will not be returned to mentor as the user facility does not have a way to handle and sterilize the rupture implant. On october 15, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. On october 16, 2024, mentor also received additional information indicating that the patient's implants were replaced bilaterally with the following: (right) 435cc mentor memorygel boost breast implant catalog: smhb435 lot: 9990923 sn: (B)(6) and (left) 435cc mentor memorygel boost breast implant catalog: smhb435 lot: 9990923 sn: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 420cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.